Event description:
On (B)(6) 2012, pt reported the up button on the infusion device is defective and this was first noticed 8-9 months ago. Pt reported the up button does not always pop up after it is pressed. Pt has used this infusion device for 4 years and boluses 4 times per day. The infusion device was replaced and requested for eval. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.